Event description:
It was reported by the customer that before use, the cardiosave intra-aortic balloon pump (iabp) had a battery maintenance message and was alarming when turned on. There was no patient involvement reported.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.